Event description:
Hcp reported that in 2001, the pt was seen in the office with the sole complaint of increased back pain. There were no withdrawal symptoms. An x-ray was done of the catheter and discovered it was broken. The pt was adequately treated with oral analgesics and both the catheter and the pump were replaced. The pt is reported to be doing well with good pain control with the pump.